Event description:
The following information was reported: upon completion of a left femoral artery interventional procedure, the 7f crossover sheath was exchanged for a 6f short. The physician described the procedure as a routine deployment. The patient's distal pulses were no longer present after the procedure. The patient went to the operating room for a successful peg removal. Hemostasis was achieved after the surgery. The patient was hospitalized and discharged from the hospital on (B)(6) 2015. Additional information: stopcock was opened on sheath prior to shuttle down. At prep, the black marker on the inflation indicator was fully exposed. Stopcock opened when balloon was at the arteriotomy. Procedure type: left femoral artery vessel location: right femoral artery stick location: right femoral artery sheath size: 7f exchanged to 6f vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the deployer was untrained. It was unknown if the instructions for use ( IFU) of the mynx vascular closure device was followed. The review of the lhr (f1419601) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
Updated to exclude "disability or permanent damage."